Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insyte¿ autoguard¿ shielded IV catheters were split apart. The following information was provided by the initial reporter: "we have had a lot of issues with the catheter being frayed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 29, 22g x 1.00in. Insyte autoguard units. 27 of the units (units 3 through 29) were returned in sealed packaging with the product label indicating that they belonged to lot number 1342790. Two of the units (units 1 & 2) were received opened with no product documentation to indicate the reference or lot number. A gross visual inspection found that units 1 & 2 had a black marking on the grip, had no evidence of media, and had no bends or kinks in either the catheter tubing or needle. Further microscopic inspection of the catheter tubing did not identify any spear through defects in units 1 or 2. Units 1 & 2 were leak tested to verify that no damage was present on the tubing. No leaks were observed in either unit. Gross visual inspection of the sealed units did not find any damage to the components or visible defects. Microscopic inspection of the black markings found that the material was on the surface of the grip and could not be moved or smeared. The features of the black material resembled residue from a black marker. As the customer did not report a foreign matter defect it is likely that the units were marked in the clinician environment. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 6 bd insyte¿ autoguard¿ shielded IV catheters were split apart. The following information was provided by the initial reporter: "we have had a lot of issues with the catheter being... Frayed."